Manufacturer narrative:
Per the physician, the root cause of the incident is patient predisposition to keloid scarring (root cause not related to the lumenia device). Lumenis regulatory did not recommend device evaluation.

Event description:
Per the physician, at 3 days post-co2 resurfacing to the face the physician removed the saline dressing. No problems noted. At 4 days post-co2 resurfacing, the skin on the cheeks began to break down per the physician, the patient was beginning to develop keloid scarring. Per the physician, the root cause was patient predisposition; patient had a remote history of a keloid scar from a hysterectomy approximately 23 years ago. The patient may also have applied excessive aquaphor after the resurfacing treatment, per the physician. Medical intervention consisted of several injections of low-dose triamelnolone (3mg/cc) to the affected area in 2007. Later patient was given dicloxacillin antibiotic although a culture resulted normal (no infection). Per report from the physician, later the patient was treated with 5-fluorouracil, v-beam, and still laer with a little more5-fluorouracil. Treatment. Per the physician, the condition was completely resolved without any scarring as of 2007.